Event description:
It was reported that the pump emptied within 18 hours. The pump was underfilled to 270 ml instead of 400 ml, which would cause the pump to flow fast. The patient was discharged with an unknown pump flow rate setting. It was stated that patient changed the flow rate from 14 ml/hr to 10 ml/hour at midnight on (B)(6) 2009. At 5:45 am on (B)(6) 2009, the patient said that the pump was empty and complained of itching, numb foot and tiredness. The patient was taking norco. The patient called the doctor and was admitted through the ER for observation. No intervention was reported. Follow-up indicated that the patient was stable, and the itching and numbness was gone.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample is expected, but has not yet been received. When the sample is received, it will be evaluated for a fast flow. It was reported that the pump was underfilled to 270 ml, which would cause the pump to flow fast. The directions for use (dfu) (1304513, rev. E) contains a caution for underfilling the pump: "cautions: do not underfill. Underfilling the pump may significantly increase the flow rate." In addition, a warning is included in the dfu, "flow rate is adjustable. To reduce potential adverse effects, medication dosing should be based on this maximum flow rate. Flow rate may vary +/-20% due to the flow rate variation." User error caused this event both in underfilling the pump and drug choice. A review of the lot history found no other complaints for fast flow for the reported lot. This investigation is ongoing. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. When additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.